Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: st. Jude medical sl0 sheath, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac perforation. During ablation phase, a steam pop occurred in the right ventricle and a perforation was confirmed and monitored via trans-esophageal echocardiogram. Patient was reported to be in stable condition upon leaving the electrophysiology lab. There is no information regarding extended hospitalization. Patient condition worsened, as there was a perforation in the right ventricle. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically due to ablating at 40 watts, which the physician believes led to the steam pop. There is no information regarding transseptal puncture. Sheath used was a st. Jude medical sl0. Generator parameters at the time of injury included power control mode at 40 watts, temperature at 33 degrees celsius, and impedance at 12 ohms. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow was set at 15ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. Force visualization features used included dashboard, vector, and visitag. Time color option was used prospectively. There were no error messages observed on any bwi equipment during the procedure.